Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported device entrapment and loss of guide wire access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulties appear to be related to interaction with challenging anatomical conditions such as the patient¿s scar tissue. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to previously filed medwatch report, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional vascular angiogram procedure using a 7f sheath. There was scar tissue present at the access site from previous procedures. Reportedly, the needles were deployed, the plunger was pulled back and the footplate closed. It was realized the device was stuck and caught on an iliac stent and scar tissue. The proglide was attempted to be removed and it was noticed that the guide had separated (not the foot as previously reported). Guide wire access was lost; the separated guide remained in the patient. Contralateral access was gained in an attempt to snare the separated piece, yet was unsuccessful. The patient underwent endarterectomy to remove the separated piece. No portion of the device was left in the patient. The access site was surgically closed. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a foot break occurred with a proglide device relative to an unspecified procedure. Surgery was performed to remove the separated proglide foot from the patient anatomy. There was a reported clinically significant delay in the procedure due to the need for surgery to remove the separated proglide foot. No additional information was provided at this time.